Event description:
Consumer reported needle broke off in abdomen. He had x-ray which showed needle. Consumer states had 2 surgeries without success to remove needle.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded one other complaint for similar condition for the lot reported. No obvious trends were noted. Device history review was conducted and no anomalies noted. Regulatory compliance will continue to monitor on monthly trend reports.